Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak (source undetermined) was noted which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak but the source could not determined. Call center explained to patient the proper procedures per the user manual and assisted in removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information was available.